Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
A report was received that alleges that the tracheostomy tube was found deflating at the cuff after approximately three days in situ. Upon discovery of the issue, the pt's caretaker performed an emergent exchange of the tracheostomy tube. No incident related medical sequela was reported.